Manufacturer narrative:
Seventy two days have passed since this issue was reported to mitek, and to date, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during a shoulder repair with the use of an expressew iii gun, an expressew iii needle, and stryker #2 suture, the tip of the needle broke off in the body within 5 passes. The fragment was not retrieved from the body; however, they used another needle to complete the repair successfully without any patient consequence.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our rep. Is reporting to us that during a shoulder repair with the use of an expressew iii gun without hook, an expressew iii needle, and stryker #2 suture; the tip of the needle broke off in the body within 5 passes. The fragment was not retrieved from the body; the surgeon did an x-ray with a c-arm and they located the broken tip in the tissue but left it in. The surgeon did an x-ray with a c-arm and they located the broken tip in the tissue but left it in. They used another needle to complete the repair successfully without any patient consequence.